Event description:
The clinician reports the implant was inserted (B)(6) 2013 in ada 19. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: infection and peri-implantitis. No further patient complications were reported.